Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump buttons were worn and unable to press act button, reservoir did not lock in place often loose. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had no delivery alarms, did not always rewind as it should. The insulin pump will be returned for analysis.